Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Unable to download to thus software due to blank display. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and found moisture damage on the electronics, 40 pin flexible printed circuit/lcd. The original pcba 1 was installed in a test pcba 2, case, internal battery, and motor. Powered the pump on using the battery simulator and no blank display noted. ¿the original pcba 2 was installed in a test pcb 1, case, internal battery, and motor. Powered the pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label, broken battery tube threads, missing display window cover, cracked keypad overlay at select button and cracked case at battery tube side. In summary, pump receive with a blank display due to moisture damage on electronics assembly. Unit confirmed cosmetic damage to the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product (B)(6) troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for (B)(6) and insulin pump was retuned for analysis.